Manufacturer narrative:
(B)(4). Evaluation: results: evaluation for the returned product shows that the battery springs are bent. The battery diagram has a burn mark. The alarm powered-up with new batteries and passed functional tests. Note: posey instructions for use has a warning: the alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (bent) or immersed in liquid. The unit may stop functioning as designed. Manufacturer references file # (B)(4).

Event description:
Customer claims that during use the alarm has no power. The batteries were replaced with all of the same type. There's no visible damage to the alarm or case. There was no patient incident or injury reported.